Manufacturer narrative:
Product analysis: as found condition (condition of returned device): axium coil was returned for analysis within a shipping box, within a sealed plastic dhl shipping pouch, within an axium implant coil outer carton, within an axium implant coil inner pouch, and within a dispenser coil. Damage location details: the axium implant coil was returned within an introducer sheath which was found to be applied incorrectly with the wavelock facing towards the distal end of the introducer sheath; however, the introducer sheath was found to be in good condition. The pushwire was found to be bent within the introducer sheath at 11.3cm from the distal end. The axium implant coil was found to be stretched and damaged within the introducer sheath. Due to resistance, the implant could not be advanced out of the introducer sheath; therefore, the implant coil was flushed with water and retraced from the introducer sheath without any issues. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was measured unable to be measured due to damage. The introducer sheath ID (inner diameter) was measured to be .019¿ (0.48mm) which was found to be within specification (specification 0.47mm +0.03mm/-0.02mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a bare axium 3d coil, there were difficulties in pushing the coil out of the sheath as it bent over at the tip. There was resistance with the coil getting stuck in the sheath. The device and accessory devices, including an echelon 14 microcatheter, were prepared as indicated in the instructions for use. The patient outcome was reported as alive with no injury.